Manufacturer narrative:
Device eval/analysis: symptom of hypotension during transfusion using device appears limited to small cohort of conditions, all of which cause vascular instability in pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any or several of following circumstances: hemodialysis, cardiac surgery, congestive heart failure, transfusion through central lines, and use of medications that result in vascular instability, especially angiotension converting enzyme inhibitors and rapid transfusion flow rates. In this specific case conditions were: post cardiac surgery, anesthesia and rapid transfusion flow rate. These conditions per se do not result in precipitious hypotension reaction. It appears that some variable in blood component transfused, as well as unidentified idiopathic factor in pt must also be present. It is unclear as to whether when preceding conditions and/or practices exist in proper configurations, whether device also plays contributing role in reaction observed. Device has been used for multiple thousands of transfusions (in absence/and presence of above conditions), without incidence of hypotension reactions. There has been no correlation between mfg lots and these reactions. Review of lot mfg history revealed no deviation from normal mfg practices. This category of reactions appears limited to small number of health care facilities. Although this reaction could be consistent with presence of short-lived biological modifier, no evidence of such modifier was confirmed in this instance. Specific cause of this category of low frequency hypotensive reaction remains unidentified. Pt recovered from transfusion reaction. Unless substantially significant info becomes available, this constitutes final report.

Event description:
It was reported that a pt experienced a sudden decrease in blood pressure from 100mmhg to 40mmhg just after transfusion with red cell (map) using a syringe. The red cells used were prepared for pumping by the syringe at 20ml each of the blood filtered through the device. The red cells were kept warm at 37c by a thermostat. The pt was under anesthesia after open heart surgery when transfusion was performed. Five minutes later the transfusion was continued with a different brand of device without incident.